Event description:
(B)(6), a california based company selling korean cosmetics products and medical devices on luxliplab.com are conveying potentially dangerous products without instructions on safe use. In particular, they sold me a powerful microneedling & radio frequency device yet simply asked me to watch youtube about how to operate the device. Without any instruction provided with the device, I injured my face and had side effects following the needling. Owner or partner (B)(6) needs further investigation in regard to the import of these devices. (B)(6). Unbranded. FDA safety report ID# (B)(4).